Event description:
It was reported the epg (external pulse generator) was returned for repair as one of the knobs is missing. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the sensitivity knob was missing. However it was also noted that the lower case was broken, one printed circuit board (pcb) flex was creased, the battery contacts were compressed and the keyboard window was marked up. (B)(4).